Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The care giver (cg) stated that the air got in their patient line when they were connecting to proceed with therapy. The cg stated the patient was no longer connected to the homechoice. The technical service representative assisted the cg to end therapy and advised them to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.